Manufacturer narrative:
No investigation could be performed. The customer technical services could not retrieve the computer file for this plate on the user's server, because the user had deleted the report from the file.